Manufacturer narrative:
The thermogard console was evaluated by zoll service at the customer site. The reported complaint of the thermogard console (sn (B)(4)) generated an "air trap" alarm was confirmed during the event log review. The root cause was determined to be due to the overflow of saline into the air trap chamber, as indicated by the presence of saline at the bottom of the air trap block, possibly caused by the leaking start-up kit (suk). During the visual inspection, noted liquid covering the air trap sensors, at the bottom of the air trap block assembly and some minor interior leakage inside of the system. The drip pan had traces of dried liquid. Event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages; thus, confirming the reported complaint. The air trap sensor block was replaced to remedy the fault. Unrelated to the reported complaint, as a part of preventive maintenance, the raceway and drip pan was cleaned, and white guide rollers were replaced. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint for thermogard with serial number (B)(4).

Event description:
During ivtm therapy, the thermogard console (sn (B)(4)) generated an "air trap" alarm. The user observed saline leakage on the ground from the bottom of the console. The user checked the tubing and after confirming everything was intact, the user decided to replace the start-up kit (suk) #1. However, the same issue was noted again using suk #2 later during the treatment. The customer contacted the zoll tech support and the connections on the console and the suk tubing were verified to be placed correctly and all appear to be in proper fitting. Per a reporter, the patient was in the maintenance phase of the hypothermia protocol. The suk was replaced the third time the following morning, however, the issue was observed again with suk #3. The user was instructed to use another console or continue with the external cooling method. The therapy was finished with the surface cooling as the patient was in the normothermia phase. No consequences or impact to patient. The three suks, one with lot number 166508 and the other two with unknown lot numbers, were used during the patient treatment; however, it is unknown which suk was used first.